Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be displaying a bd message alert indicative of a potential premature battery depletion (pbd). Boston scientific technical services (ts) did not confirm the statement and states prophylactic replacement is not recommended but that the device should be monitored regularly.